Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. No recurrence of e-stop was confirmed. The rep could not replicate the issue by wiggling the dongle. The e-stop mechanism and the pendant were replaced, neither of which have been received by the manufacturer for evaluation. A software investigation was also completed, although could not determine root cause of the issue.

Event description:
A medtronic representative reported that the imaging system was unexpectedly going into e-stop. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Investigation of returned suspect e-stop mechanism was unable to replicate the reported issue. Visual inspection noted the e-stop button assembly is in serviceable condition. Installed button in test imaging system and noted the functionality was as expected. The o-arm system did not enter e-stop condition unexpectedly while under test for 5 days. No problem found. Investigation of returned suspect pendant was unable to replicate the reported issue. Visual inspection noted the laminate keypad is cracking in high use areas, as well as a scuff in the upper right corner of the display. The cord has impressions from cable management and discoloration as to be expected due to installation. Installed pendant in test imaging system and all pendant functionality was as expected. The o-arm system did not enter e-stop condition unexpectedly while under test for 5 days. Visual flaws noted, no functional problem found. The reported event could not be duplicated by medtronic personnel.